Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's doctor reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level was 403mg/dl. The customer had received no delivery alarms. The customer was treated at the hospital. The customer would be calling back at a later time in order to troubleshoot.